Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high glucose test results. Husband is calling on behalf of the customer. The customer is concerned with tests results of 228, 174, 220, 157 and 255 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 125 mg/dl. Customer did advise that when back to back tests were performed on the meter, she used the same hand separate fingers. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2019, a back to back blood test was not performed by the customer. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 04/20/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6).